Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing and luer lock. Reportedly, the contact believed they were making an error with the air removal technique. The user's blood glucose (bg) level was 272 mg/dl with small ketones and the contact reported that the user was also sick. The bg level was addressed with an injection.